Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2021, the patient reported that when she woke up yesterday morning and her tubing was cut into half like someone had cut it in the middle with a pair of scissors while she was sleeping. The site location was her abdomen. Further, she was on her last day of infusion use, as she said she was supposed to change that set later that day. Moreover, the infusions were not stored, or used, in a place where they might have been exposed to extreme temperatures and humidity. Further, there was no stress or pull on the tubing and the pump was not dropped with the set connected to the patient's body. Currently, her blood glucose level was 104 mg/dl. No further information available.